Event description:
Procedure: cholecystectomy. According to the reporter, a clip was applied which did not close properly and bleeding occurred. Subsequently, the instrument jammed and the clips were not closing at all. The surgery was converted to an open procedure and sutured with thread to correct the problem.

Manufacturer narrative:
.